Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring had cracked and was loose and the reservoir was not able to lock in place when inserted into the insulin pump. The customer¿s blood glucose was in the 300 mg/dl at the time of the incident. The customer stated that they lost bluetooth communication on the insulin pump. The customer stated that they reset it and it would not link. The customer tried pairing meter and transmitter back and it doesn¿t. The customer deleted the insulin pump from the meter and attempted to pair it again but it did not pair. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. P-cap or reservoir locked properly in place. Device received with missing reservoir tube lip. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the pump without any issues. No communication (unresolved) not confirmed.